Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an impactor pad broke. The surgical technique was utilized, there was no surgical delay or foreign bodies retained. Attempts have been made and no further information has been provided.